Event description:
Boston scientific received info that the pt with his right ventricular (rv) lead underwent a revision procedure due to dislodgement. No adverse pt effects were reported. Our records indicate this lead remains implanted. If add'l info is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.